Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that the during use the intra-aortic balloon (iab) was being used according to normal procedures, but the sensor tip pressure was not displayed on the cardiosave and performing calibration did not improve the situation. No harm.

Manufacturer narrative:
Updated fields - b4, d9, e1 initial reporter name, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. Corrected field: d4 lot number and UDI number, e1 event site telephone. The reported iab serial # (B)(6) but returned iab serial # (B)(6) and the returned iab was evaluated. The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The device meets all product specifications (this sentence goes away if the complaint if confirmed). There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a